Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power and driveline disconnect alarms as well as the controller clock not being set were confirmed via the submitted log files. The system controller event log file captured a controller clock corrupt alarm throughout the log file due to the controller clock not being set. The corrupt timestamps are indicative of a complete loss of external power to the controller. The onset of this alarm was not captured. In addition, a low power advisory alarm was captured which progressed to a low power advisory alarm and ultimately a no external power alarm due to the batteries depleting. The controller 11v backup battery supported the pump until a driveline disconnect and lvad off alarm activated. The driveline was reconnected, and the controller was connected to external power allowing the pump to ramp up to the set speed as intended. There were no other notable events related to the controller captured in the log files. The controller and backup battery appeared to support the system as intended while the driveline was connected. The heartmate 3 system controller (serial number (B)(6) was not returned for analysis. The root cause for the observed events could not be conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. D and heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve low voltage, power cable disconnect, controller clock corrupt, driveline disconnect, and no external power alarms. Section 2 of the IFU, entitled ¿system operations¿, instructs the user to reconnect the driveline if it ever becomes disconnected as otherwise the pump will stop. This section also instructs the user on the proper procedure for exchanging their driveline and advises the user to have a caregiver present during a system controller exchange and/or to call a hospital contact if instructed. This section also informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. Section 3 of the IFU, entitled ¿powering the system¿, provides instruction on how to power the system controller. This section also advises the user to ensure when changing power sources to always have at least one power cable connected to external power at a time. This section advises the user to not sleep on 14v li-ion batteries. Section 4 of the IFU, entitled ¿heartmate touch communication system¿, gives instruction on how to set and change the date and time of the system controller. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for chronic driveline infection. On admission ¿controller clock not set¿ was noted on the system monitor. The log files obtained showed both no external power and driveline disconnect alarms. The patient has disconnected driveline in the past and allowed all power sources to deplete (MFR: 2916596-2024-06198), they were not able to provide explanation for these alarms. It appeared that the log files captured system controller clock corrupt alarms throughout the entirety of all the log file. When the system controller clock corrupt alarm first occurs, it resets the first timestamp to 01jan2000 by default. The event log file¿s earliest timestamp is 29jan2000 meaning that the patient has been using this system controller with this alarm continuously occurring for at least 29 days. There was a total loss of power to the system which would¿ve caused a pump stop. On 29jan2000 which is the first line of the log file, there are low power advisory alarms occurring alongside the controller clock corrupt alarms. The low power advisory alarm occurred from 8:28 pm to 8:51 pm on 29jan2000 while the patient was on lithium battery power. Since the batteries were not replaced, they became low power hazard alarms from 8:53 pm to 8:59 pm. The batteries were fully drained by 9:00 pm and the log file captured no external power and power cable disconnect alarms in which the emegency backup battery (ebb) was used to support function until 9:17:08 pm when the log file captured a driveline disconnect alarm. The pump stopped from 9:17:08 pm to 9:18:22 pm and then the driveline was reconnected, and the lithium batteries were replaced with a pair of charged batteries. On 30jan2000, the patient gets another low power advisory alarm and silences it again until it becomes a low power hazard alarm for a few minutes until finally changing the lithium batteries. The patient had not connected to power module/mobile power unit (mpu) power on 29jan2000 and 30jan2000 which means that the patient was sleeping on battery power. It was reported the patient was admitted on (B)(6) 2026 for the driveline infection. The clinical symptoms and cultures for the infection were chronic drainage and polymicrobial positive for pseudomonas aeruginosa with candida parasitosis fungemia. The infection was treated with cefepime and micafungin and was intractable. Cause of driveline disconnect alarms was not identified and no additional alarms were noted since admission.